Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: on or about (B)(6) 2003, patient underwent a right total hip arthroplasty procedure. Due to patient's chronic pain and discomfort and other symptoms, patient will likely need to undergo revision surgery to replace the right implant. Doi: (B)(6) 2003 - dor: none reported (right side). Patient is a resident of (B)(6). Update - report received from sales rep indicates patient was revised (B)(6) 2012 due to malpositioning of the cup. Update 11/26/2012 - medical records were received. Part/lot information was received. Pfs and sticker sheets are available on external hard drive if needed for further review. Update ad 18 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheet record. Ppf alleges stroke/heart attack, pulmonary embolism, loosening of cup, metal wear/metallosis and dislocation with closed reduction. The law firm name, expiration, manufacturing date and UDI, and patient harm were updated as well. Doi: (B)(6) 2003; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.